Event description:
The user facility reported that a small blood leak was observed coming from the connection between the heat exchanger and the oxygenator during a bypass procedure. The unit was changed out and the procedure was completed successfully with no patient complications. The blood loss was reported to be "very little."

Manufacturer narrative:
The involved unit was returned, decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage at the tubing connection between the heat exchanger and the oxygenator. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file for use in quality assurance tracking, trending and follow up.